Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. Both slides were in their initial positions. The cannula and stylet were found to be bent when positioned on a flat surface. The bend started at the base of the needle. It is unknown how and/or when the bend occurred, as the bend was not reported by the user. Therefore, the bent needle will be considered an incidental finding. Performance/functional evaluation: to prime, the top slide was pushed into the device. It was found that the top slide was able to freely move; however, it would only intermittently lock into place, thus confirming the investigation for failure to prime. The device was disassembled and internal parts were inspected. Upon disassembly, the bumpers were found to be intact and in the correct position. It was noted that the cannula tangs did not have enough space to fully lock into position. There were no other anomalies found. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for failure to prime, as the cannula tangs did not have enough space to fully lock into place. However, the investigation is inconclusive for self-activation, as the device could not be functionally tested due to the priming issues. Per the reported event details, the device was dry fired prior to use. The IFU states, "never test the product by firing into the air. Damage may occur to the needle/cannula tip." While a definitive root cause could not be determined based upon available information, dry firing of the device may have contributed to the reported event. Labeling review: the current maxcore instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that prior to an ultrasound guided kidney biopsy, the device allegedly self activated after fully primed. Reportedly, the procedure was completed with another device and a coaxial was not used during the procedure. There was no reported patient involvement.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to an ultrasound guided kidney biopsy, the device allegedly self activated after fully primed. The procedure was completed with another device. A coaxial was not used during the procedure. There was no patient involvement.